Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that right eye was completed and left eye flap had an area of poor flap creation just superior to visual axis. Flap was lifted and treatment was completed. Patient received a bandage contact lens was placed as a precautionary measure. During follow up was found that bandage contact lens was removed, is healing well, patient has no complaints. Flap aligned well.